Event description:
A user facility reported to olympus that an error "b30" occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to connector contact failure. Additional evaluation findings are as follows: 1.) E216 error occurred due to a connector alignment pin malfunction; 2.) The scope socket was noted corroded and worn and foreign material noted in tubing. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that b30 error occurred because contact failure occurred due to corrosion found on the s socket pins. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.